Manufacturer narrative:
The customer replaced the alinity sample probe which resolved the issue. There were no additional discrepant results reported on the alinity I, serial number: (B)(6), after the part was replaced. A review of the alinity (B)(6) instrument service history, identified no contributing factors to the discrepant result, nor did it identify any additional erratic, or discrepant results reported. A review of the alinity immunoassay systems tracking and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. A review of historical data for the alinity parts replaced associated with this complaint, revealed no trends, systemic issues, or nonconformance's. A review of labelling adequately addresses sample results observed problems for erratic / discrepant results, including, but not limited to the troubleshooting performed by the customer. Based on the investigation no product deficiency was identified for either the alinity I, serial number: (B)(6), or the associated part. All available patient information was included. Additional patient details are not available. Section a1 patient identifier sids: (B)(6). This issue was previously reported under MDR numbers 3008344661-2024-00160 and 3008344661-2024-00161 under different suspect devices.

Event description:
The customer reported false reactive alinity I hbsag qualitative ii and hbsag qualitative ii confirmatory results on multiple patients that were not reported out of the laboratory. The following results were provided: on (B)(6) 2024, sid: (B)(6) hbsag = 19.03 / 0.41 / 0.52 s/co; hbsag confirmatory= 97%; repeated hbsag = 0.36 / 0.70 s/co; no results for neutralization; another alinity hbsag = 0.31 / 0.33 s/co. On (B)(6) 2024, sid: (B)(6) hbsag = 3.00 / 1.40 / 1.05 s/co; hbsag confirmatory= 99%; another alinity: hbsag = 0.46 / 0.32 s/co; no results for neutralization. On (B)(6) 2024, sid: (B)(6) hbsag = 0.92 / 2.25 / 1.63; hbsag confirmatory= 99%; %; another alinity: hbsag confirmatory no results. No impact to patient management was reported.